Event description:
On (B)(6) 2012, the distributor contacted animas alleging a load step malfunction: the cartridge is not being recognized . Initially troubleshooting solved this, but then it happened again 6 times in the last 2 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: testing confirmed that during the "load" step, the pump was unable to detect the cartridge. The black box showed one "no cartridge detected" on the reported failure date. Force sensor calibration reading was within specifications. The pump was opened and a misaligned analog multiplexer component used in the force sensor circuit was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.